Event description:
It was reported that a small lesion was noted in the right posterior descending artery (rpda); however, the physician did not feel it was significant enough to treat. After successfully stenting the proximal right coronary artery with a 3.0x15mm xience v stent, the physician decided to stent the rpda. A 2.5x28mm xience stent was advanced through the newly stented lesion, but failed to cross the heavily tortuous vessel to the lesion in the rpda. The device was removed without issue and an 2.5x12mm xience v stent was advanced through the newly stented lesion, but also failed to cross the lesion in the rpda. Upon removal of the 2.5x12mm stent system the stent caught on the newly placed 3.0x15mm xience v stent and dislodged. Snaring was attempted, but was unsuccessful. A 3.0x18mm xience v stent was advanced through the newly implanted stent and deployed, overlapping the implanted 3.0x15mm xience v stent and smashing the dislodged 2.5x12mm xience v stent between the vessel wall and the stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Proximal lesion was stented before distal lesions; therefore, the delivery of the stents were required to go through the newly placed stent. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the instructions for use (IFU), xience v states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.